Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A doctor of ophthalmology reported that the valved trocars leaked during a procedure. The surgery was completed without product replacement. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are eighteen additional complaints associated with the lot for the reported issue. Three opened trocar cannula/hub assemblies were received for evaluation. The returned samples were visually inspected. Two samples were found conforming and one sample was found non-conforming with an open septum. The conforming samples were then tested for leaking and were found conforming. Photos of the product were provided and have been reviewed by the investigation site. Product information seen matches what was reported. Three trocars can be seen in a separate photo. The detail is not clear enough to note any product defects. A video of the surgery was also provided and was reviewed by the investigation site. Leaking is seen from one of the three trocars used during the surgery. The exact root cause for this complaint is unknown, however, potential contributing factors related to the molding and post cure processes of the valves have been identified. The exact root cause for this complaint is unknown. An investigation has been completed and actions are presently being implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. (B)(4).